Event description:
The customer reported that on (B)(6) 2012 failing quality control results were recovered for a synchron lxi 725 system's onboard assays. Patient results were released from the laboratory during this timeframe, however there was no death or injury associated with this event and patient treatment was not impacted. All potentially involved patients' samples were repeated and the repeat results were comparable to the initial results obtained. No erroneous results had been generated. Since a bent dispense probe had been identified and replaced two days prior to the event, intermittent dark counts outside limits errors were posting to the instrument event log beckman coulter inc. Customer technical services advised the customer to perform a manual relative light unit (rlu) reading however the test failed due to elevated rlus. No actual patient data, actual system data or sample collection /handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) discovered that the wash wheel had been flooded. The fse subsequently cleaned the wash wheel. The fse performed a routine system check and a substrate portion of system check; both of which passed within instrument specifications and without obtaining any dark counts outside limits errors. An assay quality control (qc) assessment was then performed and no issues were noted. The instrument was returned back into operation. The wash buffer ii spill in the wash carousel was the cause of the event.